Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. The cartridge user guide cautions that insulin should be a room temperature before filling a cartridge.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change to address the issue. There was no reported adverse impact.